Manufacturer narrative:
E1: initial reporter city: (B)(6). Correction: (b5) describe event or problem - correction to the lesion details of the previous MDR submitted.

Event description:
It was reported that stent damage occurred. The target lesion with a significant bend less than 90 degrees was located in a vessel. A 3.00 x 12mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted during insertion. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The less than 90% stenosed target lesion was located in a vessel. A 3.00 x 12mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent strut was lifted during insertion. The procedure was completed with a different device. There were no patient complications reported.